Event description:
Information was received from a consumer (con) regarding a patient receiving morphine of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported by the patient that her pump had been removed years ago due to infection and her prior healthcare professional (hcp) told her that her body could not handle another pump, so she had been using pain patches. Now the patient wanted to pursue getting another pump and she spoke with an infectious diseases hcp who told her that her body could handle it. Per the patient, after her first pump was replaced, the hcp told her the surgical spot looked good. 2 days later ((B)(6) 2002) the patient was on an airplane and when she was in the bathroom, she felt a coldness on her leg and felt splashing on her foot but there was no water running. The patient looked down and it was coming from her wound. The patient had surgery the next day ((B)(6) 2002) and they had to open up her back, the infection had spread. The patient said it was not the fault of the unit (pump). The patient's pump was removed on (B)(6) 2002. Since the pump removal the patient had taken oral morphine and then moved to fentanyl patches. No further complications were expected or anticipated.